Event description:
It was reported that on (B)(6) 2011, the patient underwent a direct stenting procedure with placement of a 2.75 x 28 mm xience v stent in the proximal left anterior descending artery. On (B)(6) 2013, the patient experienced unstable angina and was re-hospitalized. Medication was provided and the condition resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted that the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: do not exceed the labeled rated burst pressure (rbp) of 16atm. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.